Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
The report that the ipg was revised due to end of life (eol) was confirmed. Analysis and a longevity calculation of the returned device confirmed the device declared end of life (eol) and the battery depletion was due to usage. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.